Event description:
The following was reported to kci by kci rep: v.a.c. Therapy was placed by the pt's healthcare provider upon order of the physician to bolster a graft. On (B)(6) 2011, the kci rep reported that on (B)(6) 2011, the pt was admitted to the hospital for pneumonia unrelated to v.a.c. Therapy. The wound care nurse at the hospital was requested by the physician to evaluate the pt's heel wound. Upon conducting the eval, it was noted that the dressing was leaking fluid from under the dressing. Upon removal of the dressing, it was noted that the graft had allegedly failed.

Manufacturer narrative:
On (B)(6) 2011, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specs. On (B)(6) 2011, the device was placed with the pt. On (B)(6) 2011, the device was placed with the pt. On (B)(6) 2011, the device was returned to kci for eval. The device maintained target pressure and passed the pressure accuracy/transducer check, and all alarms functioned properly.